Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump was exposed to water. The customer stated that the reservoir lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with pump error 35 alarm during testing due to moisture damage electronic assembly. Unable to verify battery power loss alarm due to pump error 35 alarm. Device was received with cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, minor scratched lcd window and cracked select button keypad overlay.